Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and could not be replicated nor confirmed. In addition, the product was returned with a reported complaint that does not affect functionality. For clarification, the customer complaint was broken conductor wire. Fa, found no damage to the conductor wire, but found that the instrument had a broken grip cable. No product issue was identified and the product is considered conforming in its current state. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no broken conductor wire. The maryland bipolar forceps was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed broken grip cable probable root cause of cable breakage whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that maryland bipolar forceps instrument was found to have broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument was inspected prior to use. There was no damage or anything out of ordinary to be observed. The reported instrument did not collide with any other instrument or tool during the procedure. The cable breakage did cause fragment(s) to fall inside of the patient's anatomy. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was requested but customer could not provide it. The failure analysis investigations and in-house testing of the returned product revealed that instrument had a broken grip cable. The probable root cause of cable breakage whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.